Event description:
It was reported "incorrect display of insulin in the cartridge triggering premature changing of the cartridge". There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.